Event description:
The recipient's device was reportedly explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was sliced along the lead prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed multiple cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device was received with a sliced electrode. With the exception of the impedance and beit plus tests, which were out of range due to the electrode condition, the device passed all of the electrical tests performed. This is the final report.

Manufacturer narrative:
Due diligence attempts to obtain additional information regarding explant details were unsuccessful. The external visual inspection revealed the electrode was sliced along the lead prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed multiple cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device was received with a sliced electrode. With the exception of the impedance and beit plus tests, which were out of range due to the electrode condition, the device passed all of the electrical tests performed (which were limited due to the electrode being sliced). This is the final report.